Manufacturer narrative:
1. DHR/bhr review (lot-3234438). 1-this batch of products were assembled at intima ii auto line 3 in september 2023, and packaged at r240 package line in september 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken, and the catheter tipping is examined under the microscope. No abnormality is found. Penetration force test is carried out on the sample, and the needle tip force, catheter tip force and catheter drag force all meet the product specifications. Please see attachment for the test reports. 4. During the production process, the catheter head will be tipped to facilitate smooth puncture, and the catheter after tipping will be 100% inspected by the vision system. 5. According to the experience of previous market visits, it is recommended that: insert the needle at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle, do not withdraw the needle core prematurely, and to avoid multiple punctures. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, no defective sample has been received for relevant testing, and the usage of this sample is unknown, the root cause of the catheter tip breakage cannot be confirmed.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc catheter was defective at 2024.06.15.10:00, the responsible nurse found that the tip of the soft needle of the indwelling needle was broken during venipuncture for the patient, and the responsible nurse immediately replaced the new indwelling needle after discovering it, explained to the patient and reported the adverse event of the device.